Event description:
A surgeon reported knives provided in the custom pak were not sharp enough to perform a suitable incision. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).